Event description:
A patient reported via a manufacturer representative (rep) an alleged overdischarge. Communication could not be established with an external device. The patient was not feeling stimulation. The last successful charge was (B)(6) 2015. The caller would perform one physician mode recharge (pmr) and see if it resulted in a power on reset (por). They would call back if they needed further assistance. The patient had noted that stimulation wasn't working properly. They were getting adequate therapeutic effect and stimulation wasn't working well. They tried charging the implantable neurostimulator (ins) but got the reposition antenna. Additional information received from the rep indicated they did four pmrs and now they had a por message and "charge now" on the clinician programmer. The ins was in overdischarge since (B)(6) 2015. Further information indicated the rep met with the patient to try to get the por reset. The cause of the stimulation not working was that the ins had no power in it. The patient stopped using it in (B)(6) and never recharged it. The issue was not resolved. The patient did not want to go through the por reset process and was calling their doctor office to schedule a replacement. The ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.